Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in had a defective connector. The following information was provided by the initial reporter: "when preparing intravenous infusion puncture for the patient, it was found that the connector at the end of the needle tail was crooked, and the fluid did not leak tightly after connecting the infusion connector."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 383312 and lot number 1179625. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As a sample was unavailable for return, our quality team was not able to complete a thorough sample analysis. At this time, we are unable to confirm the reported issue and therefore, unable to identify a manufacturing related cause. If the affected sample becomes available, we would appreciate the opportunity to conduct a thorough investigation. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.